Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if the patient was hospitalized and if treatment was rendered. It was unreported whether pd therapy was ongoing. At the time of this report, it was unknown whether the patient was recovering from the peritonitis. Medical history and concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clip applier did not align the clip straight so it closed more like a scissors. No further information provided despite asking for it. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Double feed the analysis results found that the device was received with one unformed clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, a double feed incident occurred during the first firing sequence causing the pear-shaped clip to form. The remaining clips were conforming according to our manufacturing specifications. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. Finally, the device locked out as intended but the orange indicator was not visible. These findings are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.